Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush tip broke. The following information was provided by the initial reporter: after nurse had accessed patient port sterilely, nurse went to flush line with saline syringe via stopcock. After flushing nurse went to twist off flush and tip of flush broke off still connected to stopcock. Nurse able to sterilely replace stopcock and continue procedure.¿ no adverse event.

Manufacturer narrative:
A device history record review was completed for provided material number 306553 and lot number 3327120. The review did not reveal any possible non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, the affected sample, along with the accessories used, was returned for evaluation by our quality team. Through analysis of the sample, the syringe tip was observed broken. Based on the investigation results, the nature of the damage to the luer tip on the syringe does not appear to be molding or manufacturing related. The damage to the luer and the fact that it appears to be completely fused with the accessory device suggests that it most likely resulted from the interaction between the materials. However, an exact cause could not be determined. This is the first report received for this type of issue on material number 306553 and lot number 3327120. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.